Event description:
It was reported that during an angioplasty procedure, the pta balloon was allegedly ruptured at 19 atm. It was further reported that the balloon allegedly would not come back through the sheath, so the balloon and the sheath were removed as one unit. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one vaccess dilatation catheter loaded with the unknown sheath received for evaluation. During visual analysis a longitudinal rupture in the balloon distal side was noted. No other anomalies were observed. On functional testing it was tried to remove the unknown brand sheath and the attempt was failed. No other functional testing was performed. The sample was received with loaded unknown sheath and the attempt to remove was unsuccessful, further a longitudinal rupture in balloon could be noted. Therefore, the investigation was confirmed for the reported difficult to removal and balloon rupture issues. A definitive root cause for the reported difficult to removal and balloon rupture issues could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 02/2027), g3. H11: d2b (dqy; lit), h6 (method, result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the pta balloon was allegedly ruptured at 19 atm. It was further reported that the balloon allegedly would not come back through the sheath, so the balloon and the sheath were removed as one unit. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Expiration date: 02/2027. The information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.